Manufacturer narrative:
The device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The indexing handle was broken. A functional evaluation was performed. The device failed the weight test. The piston migration was at 2.7 inches. The reported complaint that the "arms could not be fixed well" was confirmed and the root cause has been determined to be a seal failure. The reported failure of a "broken indexing handle" was also confirmed and the root cause is a stress problem. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that the arms of the positioner spider limb could not be fixed well. When pressed, the spider's arm falls down, the indexing handle was broken. No case involved. Therefore, there was no patient involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.